Manufacturer narrative:
The pump was returned to animas for evaluation. Evaluation revealed a damaged force sensor. Consistent with the patient's report, the pump was found to emit loss of prime warnings as an alert that insulin delivery was interrupted. The pump was also found to have a damaged keypad as reported by the patient. The pump history indicated that insulin delivery was consistent with the patient's programmed dosages.

Event description:
The patient received medical treatment for a black eye which was sustained when she lost consciousness. The patient reported elevated blood glucose levels subsequent to the event. The patient also reported that the pump emitted loss of prime warnings and exhibited a damaged keypad.